Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" mg/dl. Cause was not known. A manual injection was administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. In addition, it was reported that the pump delivered less insulin than requested for a bolus. Multiple follow up attempts were made to complete troubleshooting with the customer for this issue, however, the customer did not respond to follow up attempts.